Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) has rebooted on its own at least three times in the past month and it seems to be happening at night. No patient harm was reported. The bme requested to send in this cns for inspection and or repair. Nihon kohden technician provided the customer with a loaner cns and a return authorization number to return their device. Evaluation: the unit was cleaned and decontaminated. The reported problem of pu-621ra, sn (B)(4) was rebooting on its own could not be duplicated. The cns was tested for several days and the unit was booting up to the cns's application properly, monitoring the bedside, and no issues were seen. However, the hard drives in the cns were of an old model 500gb and it is recommended that the hard drives be replaced. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6)2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) has rebooted on its own at least three times in the past month and it seems to be happening at night. No patient harm was reported. Customer requested to send in this cns for inspection and or repair. Nihon kohden technician provided the customer with a loaner cns and a return authorization number to return their device.

Manufacturer narrative:
Investigation summary: the biomedical engineer (bme) reported that the central nurse's station (cns) rebooted on its own at least three times in the past month. No patient harm was reported. Investigation summary: the device was sent to nihon kohden america (nka) for evaluation. The reported spontaneous reboot could not be duplicated after continuous testing. Separately, nka replaced the old hard drives with current hard drive as preventative maintenance. Hard drives are recommended to be replaced every two years or after 20,000 hours of use. This cns was installed in (B)(6) 2016 with no history of hard drive replacement. Since the reported issue could not be duplicated, the service history for this facility was reviewed for any reported environmental events. No related events were found. The exact root cause is unknown, although cns hardware/software failure has been ruled out. It is presumed there was inadequate temperature ventilation required at the installed location. Spontaneous shutdown or spontaneous reboot events or shutdown are usually reported while the cns is monitoring patients and are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted on its own at least three times in the past month. No patient harm was reported.